Event description:
Patient had a bionx screw implanted a year ago, 12/2003. Patient came back to the doctor telling him that he was having pain in the same area. After the doctor checked it out they found that the screw did not absorb completely. The screw was taken out.